Event description:
It was reported the device exhibited an alarm while in use with the patient various times. Per reporter, it was unknown if the alarm was accompanied by an error message. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer. Device settings: continuous infusion rate: 1.74. Total reservoir volume: 80. Given: 56.4. Air detector and upstream sensor were off. Length of infusion: 46 hours. Lock level: 2.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: no product sample not photographic evidence was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The most probable cause is dso sensor. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.